Manufacturer narrative:
Correction : imdrf annex a code.

Event description:
It was reported that the devices turned off unexpectedly during a norepinephrine infusion. There was patient involvement but no harm.

Event description:
It was reported that the devices turned off unexpectedly during a norepinephrine infusion. There was patient involvement but no harm.

Manufacturer narrative:
The review of the pcu event log indicated the disconnection occurred between the pcu and pump module s/n (B)(6). Inspection of the pcu¿s male iui connectors found dried fluid on the contacts. The iui connectors from pump module s/n (B)(6) could not be inspected. Although requested, the pump module was not returned for this investigation. This report is submitted for pump module s/n (B)(6). Please refer to MFR report # 2016493-2023-132400 for the report on the pcu involved in this event. Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.